Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a moderately calcified and tortuous proximal cx lesion exhibiting 90% stenosis. No damage was noted to device packaging and no issues noted removing the device from the hoop/tray. The device was inspected and negative prep with no issues noted. The lesion was pre-dilated. During the procedure, the device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and no excessive force was used. It was reported that the device failed to cross the target lesion. The physician removed the device and it was noted that the stent strut was lifted up on the distal end. The physician used another stent which crossed and deployed without incident. No patient injury reported.